Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said pt does not feel it working any longer and hasn't since shortly after it was implanted in 2018. Pt needing a humerus scan. Tss reviewed pt would be head only eligible and redirected pt to hcp to address device/therapy issue.